Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument, suppressed results for all the electrolytes, and the cap piercer leaked fluid on the top of the sample tubes and rack. The leak was approximately 5 ml. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse), inspected the instrument and found that the cap piercer was not evacuating fluid. Fse ordered parts, but the customer declined the repair and opted to permanently take the cap piercer system off-line. Fse noted that the failure mode of the leak was most likely the black elbow fitting attached to the bottom blade plate and the tubing.

Manufacturer narrative:
(B)(4).